Manufacturer narrative:
(B)(4). Batch # l54f94. Expiration date: 08/19/2019. Manufacture date: 09/19/2014. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 3/10/2016. Information was not provided by the initial contact. Information is unavailable. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: on which firing did this occur? It occurs while cutting the rectum. For clarification, were the staples missing in the middle of the staple line? In the middle of staple line both upper and lower cut line. What was the appearance of the deployed staples (b-formation, irregular, straight legs)? Irregular. How was the procedure completed? The surgeon used sutures to repair some oozing. What interventions were done to stop the bleeding? Suture. How much blood was lost (ml)? A little bit. Did the patient require a blood transfusion? No. If yes, how many units were given? Na. Did the post-operative care change based on the bleeding? No, but the surgeon has to more frequency check. What is the current status of the patient? Fine and back to home.

Event description:
It was reported that during an unknown procedure, the instrument malfunctioned when staple into the rectum of the patient, the staple in the middle of line not complete and there was oozing in staple line. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.